Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. Work order search: no similar claims were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that aa4203tl, 17.5se/2.0 diopter, silicone single piece intraocular lens was implanted on (B)(6) 2016. It was explanted during the same surgery due to a tear in the lens. The backup lens was implanted with no issues. There was no reported enlargement of the incision and no patient injury. The reporter stated that the nurse felt like the doctor tore the lens when he was pushing it out of the injector and the cause was user error.